Event description:
Information received from the field notes that the patient presented for a routine follow-up with an intrinsic rate of 70-72 bpm. Interrogation of the device revealed a base rate of 70 ppm with the hysteresis programmed "off". The base rate was increased to 75 ppm for capture thresholds. Programming was confirmed, but pacing and capture did not occur. The base rate was increased to 80 ppm and then 90 ppm with the same results. Follow-up will continue.